Event description:
Co's failure investigation could not verify the reported overinfusion. The disposable set was received with the device for investigation. Indentations on the upper fitment of the set are consistent with a misload. With the set properly loaded, the device tested within specifications.

Event description:
One liter of vincristine and doxyrubicin was to be adminstered at 46 milliliters per hour. The IV pump was set correctly, but infused the total volume over 2 and 1/2 hours.